Manufacturer narrative:
This is one event (death) of three events reported for the same patient involving two separate products; associated mdrs # 1225714-2013-03526, 1225714-2013-03527, 1225714-2013-03528, 1225714-2013-03529, 1225714-2013-03530.

Event description:
The plaintiff's attorney alleged that the decedent experienced breathing problems, nausea, and profuse sweating on or about (B)(6) 2011 after use of the product. On (B)(6) 2011, these symptoms worsened and decedent was hospitalized and experienced a cardiovascular event. On (B)(6) 2011, the decedent subsequently expired.